Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specifications. No unexpected battery out limit alarms noted. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at reservoir tube window corners and reservoir tube lip. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit. Customer took battery out and reinstalled but the alarms did not clear. Customer's blood glucose was 180 mg/dl at the time of incident. Troubleshooting was done for keypad and alarm but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.